Event description:
A 28 mm diameter x 16mm diameter x 13.5 cm length aneurx biforcated stent graft and its components were implanted in a patient for treatment of an abdominal aortic aneurysm. Aneurysm morphology is unknown. Vessel morphology at time of implant was unknown. It was reported that at 26 months post implant the patient presented with a type I endoleak resulting in the placement of an aortic cuff implanted due to the ectasis of the artery. It was reported that 26 months post stent graft implant the computed tomograpghy demonstrated that there was a new type I endoleak and type ii endoleak present. The type I endoleak was due to the continued ectasis of the artery. The physician elected to surgically convert the patient to conventional stent graft due to the aneurysm sac enlarging (diameter of 7.8 cm) and the presence of type I and type ii endoleak. The analysis of the returned device has been completed; it is likely that the distal right seal was insufficient to preclude a distal type I endoleak even after extension with a 26 mm cuff. The type I distal endoleak leak and a type ii endoleak likely contributed to the aneurysm enlargement. No clinical sequelae were reported, and the patient is reported to be fine.